Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm or blank display noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and also had insulin pump error. Customer stated that the display was not blank less than 30 seconds or did not returned. Customer stated display was blank currently. Customer stated the contacts on the battery cap and battery compartment were neither damaged nor corroded. Display did not returned after insulin pump restart. Customer reported that they were unable to clear the alarm and unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.